Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump died without any warning. Customer's blood glucose value was unknown. The insulin pump did not receive replace battery alarm. The insulin pump passed the self test. The product will not return for analysis.